Manufacturer narrative:
A ge representative evaluated the system and erased all pt data from the system. The system operates as intended.

Event description:
The customer reported the system hard drive was corrupted and date was lost. No pt injury was reported.